Manufacturer narrative:
H4: device manufactured between november 18, 2020 to november 19, 2020. H10: the device was received for evaluation with small amount of fluid inside a bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was visually identified to be untightened blue winged luer cap. A functional leak test was performed by filling the unit with green colored water to the nominal volume. After fill and prime, to ensure the cap is securely connected, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. After monitor till the next day, no signs of leak were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from an unknown location. The blue winged cap was observed to be securely tightened and no evidence the leak originated from the cap. This issue was discovered after filling. There was no patient involvement. No additional information is available.